Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The lesion being treated was located in the left main (lm) artery. Inflations with a quantum balloon were made. A flextome cutting balloon was used and the physician noted a dissection was caused by this device. Ivus was performed, and the dissection was not treated. Then the physician deployed a 3.00 x 20 mm liberte stent in the mid left anterior descending (lad) artery and a rotablator was used. Pt status reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.